Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed intermittent poor recharge quality message. Scrapped due to failing at plexus but passed on bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller charges from the ac power supply to 100% w/ no issue, but when they plug the rtm in to charge the ins, the ins battery will not increment past 60%. Pt rep stated the controller "cuts off" and so they have to "start over" up to 12 times (unable to further clarify due to nature of the caller). Pt rep stated that the issue has been occurring since last thursday and they called the rep (pss understood this to mean they called the manufacturer rep on the same day). Pss asked the pt rep to troubleshoot to further clarify on the issue. Pt rep stated that they see a "box blue thing filling it in" and described seeing the looking for a device screen. Pss asked the pt rep to try start a charging session (to further clarify the issue). Pt rep became escalated w/ pss, told pss that they were at work and not w/ the equipment, but they had pictures of the external equipment to provide for a replacement. Reviewed troubleshooting would be needed, which further escalated the pt rep. Pss then offered to replace the rtm to help w/ the charging issue, but the pt rep could not provide the sn of the rtm. Pt rep continued to be escalated, accused pss of not caring, and said that they would go to the hsp to remove the ins before disconnecting the call. Pt rep disconnected the call. Pss did not feel comfortable calling the pt rep back. Additional information was received on 2021-aug-17. The patient rep called back with the recharger (rtm) and reported that the rtm is not heating up, and mentioned information from original call. An email was sent to the repair department to send out a replacement rtm. Additional information was received on 2021-sep-13. It was reported that the cause of the inability to recharge past 60% and the looking for device screen was that the doughnut part was messed up and overheating. The patient noted that everything was done to resolve the issue and that it was resolved.